Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent black power cable was not confirmed. A review of the submitted log file spanned approximately 7 days (B)(6) 21 ¿ (B)(6) 21 per time stamp). On (B)(6) 21 at 22:18 and (B)(6) 21, from 11:49 to 15:28 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. There were no documents provided, and the controller was not returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01868.

Event description:
It was reported that the patient observed some connect to power alarms over the weekend. Patient reported that the black power cord was bent and unsure if wire is fractured. White cable never had an alarm. The system controller was exchanged. On wall power patient didn't have any alarms overnight.